Manufacturer narrative:
The additional perclose proglide device, referenced, was filed under a separate medwatch manufacturer report. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices was successfully achieved side by side, in the left common femoral vein, one through a 6fr sheath and one through a 7fr sheath using the pre-close technique prior to an ablation procedure. Reportedly, following the successful ablation procedure, hemostasis was not achieved with both proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.